Manufacturer narrative:
(B)(6). (B)(4). The suspect products are screws and cage whose product ID and lot number are unknown. Although cause of pseudoarthrosis is unknown we are filing this MDR for notification purposes. Neither the device nor applicable imaging films were provided to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
Pre-op diagnosis: lumbar canal stenosis (lcs) levels: l4/5 it was reported that patient underwent posterior lumbar inter body fusion on (B)(6) 2013. Post-op, pseudoarthrosis was developed and the fusion was extended to l1-s1 levels.the revision was performed to extend the fusion on (B)(6) 2015. Patient complications were reported unknown. The cause of pseudoarthrosis is unknown. It suddenly got worse in (B)(6) 2015. No product problem was reported.